Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. UDI# (B)(4). Implant and explant dates: device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2017, during an initial tibial plateau leveling osteotomy (tplo) procedure on a canine, two points of the stardrive screwdriver broke off intraoperative. It was confirmed that there were no fragments in the patient. An alternate screwdriver was available in another set to complete the surgery. There was a delay of approximately five minutes. The canine patient was reportedly stable following the surgery. This report is for one (1) 4.5mm lcp condylar plate. This is report 1 of 1 for (B)(4).